Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60m reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. No damage to the cartridge was noted during visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a urology procedure, the side of the reload broke off interoperatively causing a misfire. Opened a new reload to finish the firing. Procedure was completed with same/like device. There was no harm to patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver staples? Was the staple line complete? Were the staples formed properly? Did the device deliver a cut line? Was the cut line complete? Hospital could provide no other information.